Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 249 mg/dl. During troubleshooting, the customer was able to get the display to return, but received a button error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with normal operating currents and passed all functional testing. No damage was found on the lcd isolation tape. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked case at the reservoir tube window corner, and a scratched reservoir tube window.